Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock device is confirmed; however, the exact cause is unknown. Four photographs of a statlock device were returned for evaluation. An initial visual observation of the photographs showed the statlock with the doors in an opened position. The hinge on the left door was observed to be partially broken and hanging off of the retainer. While the left door was confirmed to be damaged, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. No additional damage or use residue was noted. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the catheter clamp broke, the statlock stabilization device broken instead of clamp. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.